Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received multiple pump error alarms. The customer¿s blood glucose level was 250 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected software error alarm noted during testing. Unit was received with normal operating currents and no unexpected failed battery test alarm noted. Software error alarm found in the pump history due to software error.